Manufacturer narrative:
The affected device was returned and evaluated. Visual assessment of the returned nail confirms that the device has fractured at the 55 degrees threaded screw hole. A review of manufacturing records revealed no material or manufacturing deviations that could contribute to this failure mode. From the analysis conducted by our research lab, it was concluded that the hindfoot fusion nail fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, which lead to an overload fracture. Fatigue cracking is caused by the nail bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to (1) excessive patient activity levels prior to full bone union, (2) applications of loads in excess of the material¿s strength, and/or (3) poor bone quality. No material or manufacturing deviations in the nail were observed during this investigation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
A revision was performed due to an implant fracture.